Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Correction to initial reporter information.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an atrial driven rhythm. Technical services (ts) was consulted, and programming options were discussed. No additional adverse patient effects were reported. This device remains in service.